Event description:
It was reported that the device quit working. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instruction insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".